Event description:
Physician reported that the tip of the guidewire separated during the procedure. The physician was able to remove the guidewire without incident, although was very concerned about total tip detachment.